Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. Customer did not have ketoacidosis or any other diagnosis. It was reported that customer had high blood glucose for a month but experienced high blood glucose persistently for one week. Customer was treated with manual injection and blood glucose would decrease. It was also reported that there was smell of insulin in the reservoir compartment. Troubleshooting was performed on insulin pump and insulin pump tested ok. Customer was advised to change and replace set and to monitor insulin pump.